Event description:
Rn assisted another rn with placing new piv [peripheral IV] on patient. When pulling back on needle, the needle detached from catheter hub leaving the sharp tip exposed. No pokes to either rn occurred.